Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max reperfusion catheter. While flushing the 5max catheter during preparation, it was found fractured and was not used. A new 5max catheter was opened and upon removal from the packaging, it was found fractured and was not used. The procedure successfully continued using a new penumbra system 5max reperfusion catheter.

Manufacturer narrative:
Result: [-1] the first 5max was fractured approximately 24.0 cm from the hub, and kinked approximately 47.5 cm from the hub. [-2] the second 5max was kinked approximately 18.5 cm from the hub, and fractured approximately 39.0 cm and 71.5 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that the catheters were discovered to be fractured during preparation. Evaluation of the returned product confirmed that the 5maxs were fractured in the proximal shaft. Further evaluation revealed that both 5maxs were kinked in the proximal shaft. These types of damage typically occur when the product is improperly handled during removal from the packaging or during preparation for use. If the devices are removed from packaging with force at an angle, the shaft may kink or fracture due to excess force and bending. These devices are 100% inspected for damage during processing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00437.